Manufacturer narrative:
Additional information was received by patient's mother.

Event description:
Received new information indicating patient underwent a revision procedure on 09/04/2018. It is unknown if a nuvasive product was used at the time of the revision procedure.

Manufacturer narrative:
No product was returned for evaluation as it remains in-situ. No radiographs or images nor bone quality test results were provided to confirm the alleged event. At this time alleged event could not be confirmed. Insufficient information provided to determine the root cause.

Event description:
It was reported patient suffered a car accident and it was alleged nuvasive product has malfunctioned. A revision procedure will be conducted but is not planned at this time.